Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device. Post-op trauma may have caused or contributed to the loosening of the construct.

Event description:
Contact reported during a follow up appointment, pt admitted to being involved in a traumatic event (car accident) and had lower back pain. X-rays revealed the set screws were displaced at the distal end of the construct. A revision was done and the failed screws and set screws were removed. Device 1 of 3. Please refer to 1526439-2011-00046 and 1526439-2011-00047 for add'l devices.